Event description:
During a radical prostatectomy the surgeon placed the stapler over the dorsal vein complex, closed and fired the device. Later in the procedure while dissecting, the surgeon noted the urethra had been partially transected. The surgeon grasped and pulled on the urethra with an instrument and the tissue tore. The catheter could be visualized though the tissue tear. Urethral tissue was stapled to the catheter. The surgeon continued with the procedure and performed a reanastomosis of the urethra. The surgeon expressed concern due to missing urethral tissue and the possibility of a stricture.